Event description:
It was reported the patient presented with a pacemaker operating in backup mode. Restoration was attempted but unsuccessful as the battery had depleted. No further changes or interventions were reported. There were no patient consequences.